Event description:
It was reported that the warmer leaked and had an intermittent alarm. There has been no report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. UDI section of d4 is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; one device was received. Visual inspection: cracked enclosure and tank cover. Damaged micro switch. The device leaked from the tank cover and the enclosure at the drain tube. The disposable alarm would go off intermittently confirming the complaint. A root cause was cracks in the enclosure and tank cover. A damaged micro switch caused the alarming. It is unknown what caused the damage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.